Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous glucose monitor (cgm) alerts did not enunciate as expected. The customer¿s blood glucose level was 260 mg/dl. Tandem technical support made multiple attempts to follow up with the customer, however, a response was not received.